Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Unknown, assumed 1st day of month that the event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what is the generator in use with the mese1? Ft10 covidien. When the pencil is referred to as bovie, is that the brand or are they referring to a megadyne pencil? Megadyne telescoping smoke evac pencil. Understand the connect cable was utilized, but was anything plugged into the rf port? No. Any other devices plugged into the system? No. When the sensitivity level was set, which level was it set at? (1-5) was it the same every time? Were multiple levels assessed? I did the reconfiguration multiple times at multiple levels as none were working. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: according to the additional information a ¿megadyne telescoping smoke evac pencil¿ was used. What is that product code? How many was used? Was there any issue with the megadyne telescoping smoke evac pencil? Will the megadyne telescoping smoke evac pencil be returning for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that these are oob failures. The smoke evacuator does turn on when you hit the cut button and then it also auto activates when you're not hitting any button. It comes on by itself.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2022. Additional information was requested, and the following was obtained: what is that product code for the pencil? Mese1 was the issue not the pencil as we opened multiple 251010j pencils. How many was used? 5 pencils. The mese1 smoke machine is the issue auto activating on its own and not activating when cut button hit. Was there any issue with the megadyne telescoping smoke evac pencil? No. Will the megadyne telescoping smoke evac pencil be returning for analysis? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many filter(s) were used? What condition were the filter(s) in (out of the box, used prior, etc.)?

Manufacturer narrative:
(B)(4). Date sent: 7/21/2022. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported self activation issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: was the mese1 powered on before the generator was powered on? The esu was powered on fully before the mese1 smoke evac was ever turned on for every unit.